Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing which resulted to stored events. Patient was not pacer dependant. There were no asystole noted for this patient. Observations were suspected to be due to a lead fracture. Subsequently, this patient underwent a revision procedure where this rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough lead analysis was performed. Complete lead was returned in two segments severed approximately 13.6 cm from is-1 pin. Extracting stylet remains inserted/stuck in the distal segment. Set screw mark noted on all terminal connectors. Proximal shocking coil separated from medical adhesive bonding at distal end. Distal shocking coil separated from medical adhesive bonding at proximal end. X-ray was performed which revealed a fracture in rate/sense coil which is consistent with over-torque of helix possibly occured during extraction procedure.